Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Reload had full complement of staples but was engaged in interlock. The jaws of the reload were open. Reload was returned with shipping wedge in place. There were no staples protruding from proximal staple cartridge channel. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bariatric surgery. There was a problem loading the device. When it was shot to the tissue, they couldn't fire the device, and the reload stopped. They replaced the reload to complete the case. The patient was alive with no injury.